Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿lumps left zygoma and bilateral nasal", and ¿encapsulation of gel mass like a breast capsule contracture¿, also reported as, ¿foreign body encapsulation and resultant contracture of that capsule¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: 5. Precautions ¿ as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. ¿ patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc. Refer to adverse events section for details. 6. Adverse events table 1 and 2: treatment site responses by maximum severity and duration occurring in > 5% of subjects after initial treatment (n = 265). Possible treatment site responses include: tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. C. Other safety data postmarket surveillance juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® xc (also known as juvéderm voluma® with lidocaine) has been marketed outside the us since 2009 and in the us since 2013. The following aes were received from postmarket surveillance for juvéderm voluma® with and without lidocaine with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery.

Event description:
Healthcare professional reported the event of a patient presented with ¿lumps in the zygoma and nasolabial folds¿ and ¿encapsulation of gel mass like breast capsular contracture¿ 3 months after the patient was injected in the cheeks with two syringes of 2 cc of juvéderm voluma® xc and 2 cc of juvéderm vollure¿ xc in the zygoma and nasolabial folds. Two weeks after symptoms appeared the patient was treated with hyaluronidase and a pericapsular injection of 1cc of betamethasone. The injector stated that ¿this was due to foreign body and capsulation and ¿result treatment¿ contracture of that capsule at about 10 weeks post injection of 2 different forms of hyaluronic acids.¿ no information was provided on diagnostic testing. The symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2018-00532 ((B)(4)). This is the first MDR submitted for the first suspected product, juvéderm voluma® xc.